Event description:
Medtronic received information that this bioprosthetic valve, implanted 7 years, was explanted due to fibrocalcific degeneration, stenosis and regurgitation.

Manufacturer narrative:
Device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event related to patient condition. Analysis: upon receipt at medtronic's quality laboratory, two sections of the valved conduit wall and thirteen pieces of mineralization clusters were received for analysis. Glistening off white pannus lined the two sections of conduit wall. Radiography showed trace mineralization in the two conduit wall sections and confirmed all clusters of mineralization as received. Conclusion: the device history record was received and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.